Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that 5/28 ---- 5/29 re-accessed due to dislodgement. It was stated event was determined to not be a mechanical error but was accidentally dislodged by the patient.